Event description:
A caller reported that the pump battery would not charge, despite using a tandem charging cable and attempting to charge via a wall outlet. There was no adverse impact on the customer's blood glucose level. After trying different wall adapters and charging cables without success, technical support decided to replace the pump. In the meantime, the customer used an insulin pen as a backup.